Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use black foreign matter was discovered prior to use with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(4) to english: this is a report about black fm (spot) found in a tube.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use black foreign matter was discovered prior to use with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: this is a report about black fm (spot) found in a tube.